Event description:
It was reported that the patient had been hospitalized with hyperglycemia. The patient's blood glucose levels read high (>500 mg/dl) while wearing the pod for longer than 48 hours. The patient reports having redness at the pod infusion site (arm). In addition the patient reports upon removal of the pod from the insertion site the cannula was found to be bent. The patient reports the pods adhesive was loose. Once at the hospital the patient was treated with intravenous fluids as well as a medication for nausea. The patient was given insulin for their pod.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. In addition we are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.